Manufacturer narrative:
It was noted that the customer was running some patient samples with insufficient volume and as control material in a sample cup.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas 6000 c (501) module. The sample initially did not result with an hba1c value, only a flag indicating a calculation error. The customer repeated the sample and ran it as control material on the analyzer, resulting in a value of 17.8 %. The 17.8 % value was reported outside of the laboratory and was considered incorrect. The sample was repeated on (B)(6) 2022, resulting in a value of 5.6 % accompanied by a data flag. The 5.6 % value was considered correct and reported outside of the laboratory to the patient. The hba1c reagent lot number was 562173, with an expiration date of 28-feb-2023.

Manufacturer narrative:
Medwatch field d4 - a serial number of (B)(6) has also been provided for the c501 analyzer. It was asked, but it is not known if(B)(6) is the correct serial number. Clarification of the serial number was requested but not provided. Calibration data shows frequent calibrator errors, which suggests technical issues. Quality control data showed imprecision and several calculation errors. This would suggest handling or technical errors. The field service checked probes and rinse level adjustments. The engineer checked the gear pump pressure. The engineer stated that the customer will sometimes process patient samples in sample cups as control material due to low sample volume. The customer was instructed to work with patient samples correctly as required by product labeling. Since then, no further issues have occurred. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The correct serial number of the affected c501 analyzer has been confirmed as 16u9-14. Medwatch field d4. Has been updated.